Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: hyperion6fr spb3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture and physical resistance appear to be related to circumstances of the procedure; however, a conclusive cause for the reported inflation issue could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous, and heavily calcified eccentric lesion in the mid left anterior descending artery. Following pre-dilatation, a 2.5x15mm traveler balloon dilatation catheter (bdc) was advanced and resistance was felt with the anatomy; however, the bdc reached the lesion. There was difficulty inflating the balloon. The balloon ruptured during the first attempt to pressurize it to 12 atmospheres. The device was replaced with a non-abbott balloon and the procedure was successfully completed with an unknown stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.